Event description:
It was reported that this lead exhibited noise. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed as explant date was provided to field d6b.

Event description:
It was reported that this lead exhibited noise. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field d4. Catalog number and model number.

Event description:
It was reported that this lead exhibited noise. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.